Event description:
Ous MDR - it was reported this lead exhibited low impedance and high shock impedance. This lead remains implanted. No adverse patient events were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available pacing impedance trend curve from july 2017 to july 2018 showed a stable values around 500 ohms with three intermittent decreases to less than 200 ohms in (B)(6) and (B)(6) 2018. The shock impedance trend curve showed a stable progression around 100 ohms since (B)(6) 2017 with a sudden increase to greater than 150 ohms in (B)(6) 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.